Event description:
Some of tampons staying in [foreign body in reproductive tract]. Tampons breaking apart [device breakage]. Pull them out, they are breaking apart and some of it is staying in [complication of device removal]. Case description: consumer reported via phone that tampons are breaking apart during removal and some of it is staying in. No serious injury reported.